Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. (B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
Final rlu read is outside the specification of the lowest calibrator on the architect i1000sr analyzer for tsh and ca 19-9 assays. It was noted that when changing the trigger solution, the user had put in buffer solution. There was no reported impact to patient management.

Event description:
Final rlu read is outside the specification of the lowest calibrator on the architect i1000sr analyzer for tsh and ca 19-9 assays. It was noted that when changing the trigger solution, the user had put in buffer solution. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.